Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01639.

Event description:
The patient was undergoing a thrombectomy procedure in the femoral vein using an indigo system aspiration catheter 8 (cat8) and an indigo system separator 8 (sep8). During the procedure, the physician encountered resistance while advancing the sep8 through the cat8. Subsequently, the sep8 became stuck at the distal end of the cat8. The sep8 and cat8 were then removed together from the patient and were no longer used in the procedure. Upon removal of the cat8, the physician noted a small pinch in the catheter at the distal end. The procedure was completed using a new sep8 and a new cat8. There was no report of an adverse effect to the patient.